Manufacturer narrative:
Evaluation results: the pressure and balloon stopcocks were not returned with the device. Stopcocks were pulled from stock and used during this evaluation. The device balloon was aspirated twice then inflated with 35cc of water. The inflation volume was held for 30 minutes with no volume loss in the balloon. When the water was withdrawn 35cc of water came back out of the balloon with no loss in volume. Water was introduced through the infusion and pressure lumens and the water flows from where it should. The device tip was clamped off and the device lumens were checked for interlumen leakage. There is no interlumen leakage detected with this device. Visually there are no defects. These devices are visually and functionally tested 100% prior to packaging. There is no root cause at this time. The device functions as designed and the balloon holds volume with no volume loss after prolonged inflation. This additional information did not identify the reportable malfunction. A device history record (DHR) review was performed on (B)(6) 2010 and this device passed all inspections with no nonconformances.

Event description:
Customer states they injected 30 mls into balloon and then they would slowly lose occlusion in the balloon, when they withdrew the fluid they would only get approximately 10 mls back into syringe. Took balloon out of patient to inspect and could not reproduce problem. Put balloon back in patient and continued to have the same problem again injecting 30 mls into balloon and only getting 10 back. They state they checked all stopcocks for leakage and couldn't find any. No patient injury reported..

Manufacturer narrative:
This event was determined to be reportable following edwards standard procedures.